Manufacturer narrative:
Other text: additional information was received. Patient initials, date of birth and sex were updated.

Manufacturer narrative:
Other, other text: while performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any reports associated with it.

Event description:
It was reported that a pump lost programming. The pump was not in use when the event occurred. There was no lapse in infusion as the patient switched to a back up pump and was able to successfully continue therapy. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown; no further information was provided. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.